Manufacturer narrative:
The complaint notification associated with this device described that one screw in the upper posterior part of the knee joint is loose and came out of its housing. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on july 6th, 2017. After evaluation we can confirm that both bolts in the upper posterior section of the knee joint were loose and were coming out of the bolt hole. An exact reason for the loosening of the bolt could not be determined. No injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw in the upper posterior part of the knee joint came out. The patient did not fall, no serious injury occurred due to this failure.